Event description:
A home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the hp had connected their transfer set to the patient line of their homechoice set after initiating the initial drain cycle. Baxter's tsc assisted the hp in ending therapy early. Therapy was completed by setting up with new supplies. No patient injury or medical intervention was associated with this incident, per the hp.